Event description:
It was reported via repair work order that the brakes would not engage as the brake cam was out of alignment and brake arm was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.